Event description:
It was reported that the patient experienced a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 04/03/2024, the patient was having issues with her tandem insulin pump not communicating with her cgm reading to the t:connect mobile app. The patient troubleshot the issue by changing her dexcom sensor. While in sensor warm-up and not receiving any cgm values, the patient began to vomit and was diaphoretic. The patient did not test her bg level via fingerstick; however, she did call emergency medical services (ems) for assistance. Once ems arrived, the patient¿s bg meter was 540 mg/dl. The patient was transported to the emergency room. At the ER, the patient had high ketones and was treated with IV fluids and zofran; blood work was also done. The dexcom sensor was removed in the hospital. The patient was discharged two days later, on 04/05/2024. The patient was in good condition at the time of report. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.